Manufacturer narrative:
(B)(4). Should any additional information become known then an additional report will be submitted. (B)(4). A carefusion field service engineer evaluated the device at the facility and confirmed issue. The screen turned on but was very dim and purple. Device evaluation conclusion pending hardware replacement.

Event description:
The customer stated the screen on this vela ventilator does not power up. The customer reported that the screen was dark. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good test vela ventilator. The lcd display was dim and dark but still operating properly. The complaint allegation of "no display" could not be duplicated.